Manufacturer narrative:
Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's hemoglobin level dropped due to unknown bleeding source. The patient was transfused blood to keep hemoglobin level above 7. At the time of event, the patient was taking aspirin and warfarin.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.